Event description:
Lap chole - "as the surgeon (dr. (B)(6)) was pulling the specimen and bag through the abdomen the bag busted from the bottom. Per the scrub tech, the stones were very large (as big as marbles), it was being pulled through a bladed 11mm applied port site." "Pulling stones from abdomen."

Manufacturer narrative:
Info will be provide upon completion of investigation.